Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the patient had low blood glucose but not hospitalized. Customer's blood glucose was 38 mg/dl. The customer will speak to bayer.